Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer stated that the buttons were not responding. Insulin pump will need to be replaced. Customer will not be returning the pump back to medtronic. No additional information provided.